Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent down button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing back address label.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.